Event description:
A user facility returned the olympus asset, evis exera iii colonovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the air/water tube and cylinder, and the jet tube had foreign material attached. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return process and in addition to the reported in b5, the device evaluation found the following: due to wear of the suction cover packing the water tightness was lost, the air/water cylinder had no color, the suction cylinder had no color, due to wear of the angle wire the play of the up/down knob was out of the standard value, the plastic distal end cover was deformed, the adhesive around the objective lens had discoloration, the light guide lens had a chip, the adhesive around the light guide lens had discoloration, the adhesive on the bending section cover rubber had a crack, and the connecting tube had coating peeling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of white residue in the air/water and auxiliary water channels could not be identified. However, it¿s likely the cause is related to improper reprocessing due to leakage occurring from the s-cover. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.